Event description:
A service call was logged with the following text, "needs a battery, m1758a". There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.